Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan (lfs) another country in 2006 and alleged that her induo meter (serial number not provided) was not powering on. Lfs canada was able to obtain further info from the pt. On the same day, around 12:00pm, the pt tried to test on the subject meter. However, the meter did not power on and she was not able to test her blood glucose (this is the first time she had the power issue). The pt was not experiencing any symptoms of high or low blood glucose at the time of concern. She took her normal dose of 5 units of novorapid (normally takes between 3-5 units at lunchtime) and ate lunch (small salad, a pita bread, and an apple). It is not clear as to why the pt decided to take 5 units of insulin that day prior to lunch. Around 2:30 pm, the pt began feeling "low" symptoms (trembling, heart pulsing, and cold sweat). She did not attempt to test on the reported meter at this time. She self-administered food to raise her blood glucose and felt better. She did not attempt to test on the meter after eating. At 5:00 pm, the patient arrived home and noted that the meter was functioning properly and powered up without issue. She tested on the meter with a result of 7.2mmol/l (130mg/dl). At the time of troubleshooting, it was verified that this was not a new product and that there was no trauma to the meter. The patient was asked to press the power button and the meter turned on. It was also verified that the patient was using the correct test strips and was asked to insert the test strip all the way into the test strip port. The meter turned on again. Therefore, the issue was resolved. This complaint is reported because the meter failed to provide a result and the pt took 5 units of insulin and then experienced low symptoms. Although the pt did not attempt to test on the meter at the time of experiencing the low symptoms, she had to administered treatment (food) to feel better. A replacement meter was sent to the lay user/ pt.